Event description:
The investigation determined that higher and lower than expected vitros digoxin (dgxn) results were obtained from two levels of vitros performance verifier (pv) fluids using vitros chemistry products dgxn slides lot 1924-0261-3567 on a vitros 5600 integrated system. Vitros dgxn vitros pvii lot x8382 result of 1.68 ng/ml vs expected result of 2.37 ng/ml. Vitros dgxn vitros tdm pviii lot d8377 result of 1.4 ng/ml vs expected result of 2.50 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher and lower than expected results were obtained from quality control fluids and were not reported outside of the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The investigation determined that higher and lower than expected vitros digoxin (dgxn) results were obtained from two levels of vitros performance verifier (pv) fluids using vitros chemistry products dgxn slides lot 1924-0261-3567 on a vitros 5600 integrated system. The assignable cause is an instrument issue related to the iwf module of the vitros 5600 integrated system. Historical vitros dgxn lot 1924-0261-3567 quality control was acceptable on the days that it was run prior to the event on 10 feb 2022 and then following the service actions by the ortho field engineer (fe), indicating that vitros dgxn lot 1924-0261-3567 is not a likely contributor to the event. A diagnostic precision was not run prior to service actions. The ortho fe went to the customer site and noted that the spot centering adjustment for the iwf module was not centered. The ortho fe performed all iwf adjustments and then processed a diagnostic vitros crbm precision, which was within ortho acceptable guidelines. Email address for contact office in field (B)(6).